Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (600 mg/dl). The cause for the reported elevated bg levels is unknown. Customer delivered a bolus to address elevated bg levels. In addition, it was reported that after the customer performed the fill tubing step in the cartridge load sequence, the pump then went back to the "change cartridge screen". Customer was able to go through the cartridge load sequence again and successfully load the cartridge onto the pump. Recommendation was made to discuss diabetes management with customer's health care professional.